Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced edema and swelling. The recipient reportedly ceased device use. The recipient reportedly underwent exploratory surgery which demonstrated old blood superficial to the device, and soft tissue edema. Exploratory surgery confirmed no active infection. The recipient was prescribed antibiotics (type unknown) prophylactically, and prednisone with improvement noted. The recipient has healed.

Manufacturer narrative:
Additional information section b.3. Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2025, the recipient underwent exploratory surgery. The recipient's swelling issue has resolved. The external magnet was exchanged. The recipient has reportedly resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section e.1. Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.